Manufacturer narrative:
This right ventricular (rv) lead was returned to boston scientific¿s post market quality assurance laboratory in two segments. The helix mechanism was found in a retracted position and body fluid was noted in the helix housing region. Subsequent electrical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observation of perforation. Laboratory analysis was unable to conclusively determine the root cause of the reported issue as resistance testing determined the lead was electrically continuous and x-rays evidenced the tip and helix of the lead were intact and appeared undamaged.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the heart wall of the patient as confirmed via chest x-ray and fluoroscopy. As result, the patient underwent a surgical revision and the lead was explanted. A new rv lead was implanted at the procedure. No additional adverse patient effects were reported.